Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 it was reported by the spouse that the patient started convulsing and then lost consciousness while sleeping. Once able, the spouse gave the patient some juice and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 51 mg/dl while the cgm was reading 200 mg/dl. The patient was wearing an omnipod insulin pump. After drinking juice, the patient¿s bg meter reading increased to between 68-78 mg/dl. The patient¿s cgm was still reading 200 mg/dl. The patient began to regain awareness at this point. No medication or treatment was provided to the patient by ems. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the d zone of the parkes error grid. After drinking juice, there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.